Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of one proglide device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the next three proglide devices. The sheath was upsized to a 20fr sheath and the tavr procedure was completed. Hemostasis was achieved with the one pre-placed proglide device suture and manual compression was applied as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
An additional proglide device was received at abbott. Based on the device analysis, blood was found in the marker lumen, which shows the device was inserted into the patient anatomy. The device was pre-deployed with a loose link; therefore, could not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections and functional testing were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch number.d10: concomitant product added